Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that a broken cable was observed on the tenaculum forceps instrument. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip cable was frayed. One grip cable was frayed at the distal idler pulley. Frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. Recurrence of the observed failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. In addition, no adverse event or incident was alleged to have occurred. Based on this additional failure analysis investigation information, this MDR report is being retracted.

Manufacturer narrative:
The instrument has not been returned for evaluation. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.